Manufacturer narrative:
The field service engineer (fse) found that the sample probe was contaminated with crystal residue and the rinse volume was misadjusted. The probe was replaced and fluidics adjustments were performed. Operational and mechanical checks were performed successfully. The customer performed calibration and qc successfully. Patient correlations were performed and were acceptable. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 2 patient samples on a cobas pro c 503 analytical unit. For patient 1, the initial ca2 result was around 7 mg/dl. The repeat result was around 9 mg/dl. For patient 2, the initial ca2 result was 5.6 mg/dl. The repeat result was around 7.3 mg/dl. The initial results were reported outside of the laboratory. The repeat results were deemed correct. The ca2 reagent lot number is 66107701 and the expiration date is 30-nov-2023.